Manufacturer narrative:
All available information was investigated, and the reported deformed sgc tip was confirmed via device analysis. The reported difficult to insert anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported difficult to insert sgc was unable to be determined. The reported deformed sgc tip was likely due to the reported difficult to insert sgc. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with small mitral valve area and mitral annular calcification (mac). A steerable guide catheter (sgc) was prepared per the instructions for use (IFU). However, while inserting the sgc into the right femoral vein, while applying the minus knob, difficulties inserting the sgc into right femoral vein occurred. Therefore, the sgc was removed from the groin. While outside the patient, the tip of the sgc was observed to be slightly curled up. Therefore, the sgc was discontinued for use. A new sgc was inserted without issue and the procedure was continued. One clip was then implanted, reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure. Device returned and analysis of the device done on september 4, 2025 revealed soft tip damage at the distal end of the steerable guide catheter (sgc).